Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not feeling well due to a blood glucose of 510 mg/dl. The patient bolused and brought her blood glucose down to 450 mg/dl. The customer bolused again and his blood glucose decreased to 300 mg/dl. The patient later changed her infusion set. The customer's new set later came loose and she wonders if the same thing happened to her previous set to cause the high blood glucose. The insulin pump was not returned for analysis.